Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with zero force and two "no cartridge detected" warnings. An "ezprime" operation was performed with no loss of prime warnings duplicated. The pump did not dispense fluid from the cartridge during the load step.

Event description:
The pt's mother stated that the pump emitted multiple "no prime" and "no cartridge detected" warnings during the load step. The pump reportedly dispensed all the insulin from the cartridge during the load step.